Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure was ended and the patient returned to the ward, another patient in the same room called by using the ¿nurse call¿ about this patient. Pericardial drainage was immediately performed, and the symptoms resolved. This occurred one hour after the end of the ablation procedure. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was confirmed. During the first ablation, a steam pop occurred. Flow rate setting for the irrigation catheter was at low flow rate: 1ml/30w, 8ml/31w, and 15ml pre-rf time, 1 post rf time 2. The symptom was improved after pericardial drainage. Additional information was received indicating the physician commented that one of the reasons may be that it was due to the steam pop in the first ablation.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30656608l and no internal actions related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 21-apr-2022, biosense webster inc received additional information about the patient and event. It was reported the patient was a 76-year-old male. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is improved. The patient did not require extended hospitalization because of the adverse event. Also, the e1. Initial reporter details were provided and have been added to the appropriate fields in section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-may-2022, additional information was received indicating a smartablate generator was used during this procedure. It has been added to the concomitant product section. Additionally the patient¿s height was reported as 175 cm, and weight was 73kgs. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).